Event description:
It was reported that during follow-up, intermittent high, out of range pacing lead impedance and a decrease in sensing were observed. A connection issue was suspected. The pocket was opened and the lead easily pulled out from the device without unscrewing. The lead was reconnected to the device and all electrical parameters were good. Patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.